Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device could not be interrogated. After multiple attempts, the device was still unable to be interrogated. A cybersecurity upgrade was performed on the device. After the upgrade, the device could be interrogated. The patient was stable with no adverse consequences.